Manufacturer narrative:
(B)(4). Batch # p9297m. Investigation summary the analysis results found that the harh36 device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered tho the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure upon pulling the tyvek covering from the device the plastic on the tray broke compromising sterility. The device was not used on the patient. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.